Manufacturer narrative:
Additional information was received that no contacts were left inside the patient. Sc-2316-50e (sn/(B)(4)) as no anomalies or deviations were found during the complaint investigation site (cis) review, there is no reason to suspect a manufacturing defect as the source of the reported complaint. Sc-2316-50e (B)(4): device evaluation indicated that the complaint of the lead body being cut in half had been confirmed. Only the distal portion of the lead was returned, the proximal portion was not returned. Damage occurred during the explant procedure; therefore, it is not considered a failure. Additionally, visual inspection revealed that the distal end was fractured between two electrodes. (B)(4). The root cause of the distal end damage was unknown.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2316-50e, serial #: (B)(4),description: infinion 1x16 perc lead and splitter 2x8 kits.

Event description:
A report was received that during a lead pull, the physician was having difficulty removing the leads and the leads were cut into half. The lead was already cut upon removal. The other half of the leads was retrieved while the other half remained inside the patient¿s body. The patient went to the emergency room to have the other half pulled.

Event description:
A report was received that during a lead pull, the physician was having difficulty removing the leads and the leads were cut into half. The lead was already cut upon removal. The other half of the leads was retrieved while the other half remained inside the patient¿s body. The patient went to the emergency room to have the other half pulled.